Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter battery failing earlier than expected occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. However, the transmitter was activated three months prior to the patient using it. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a transmitter battery failing early is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.